Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a device upgrade procedure, the physician initially could not gain access and it was reported that the right ventricular (rv) lead was exhibiting undefined pace/sense impedance measurements. The rv lead was reinserted and remained in use with "normal" impedance. The device upgrade procedure was then attempted a few days later. The physician initially could not disconnect the rv lead from the device due to the device setscrew being "stuck." Eventually, the device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.